Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that towards the end of a procedure, the sterile drape was pulled back and the set was found to be cracked and leaking near the connection hub. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an IV set having a crack and leaking near the connection hub was confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Microscopic examination revealed a thin crack spanning the length of the side and top rim of the female luer body of the extension set. Functional testing confirmed leaking at the connection between the two sets. The cause of the crack in the luer has been identified as a molding issue.